Event description:
Additional information received states that the reason for the revision after the fall was a failure of the device (pe). Both pe inserts.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery after a fall. The device corail/pinnacle mop (metal on pe) had been previously implanted on (B)(6) 2021 on left side and device corail/pinnacle mop (metal on pe) on (B)(6) 2022 on the right side as part of the hip replacement procedure due to bionecrosis of femoral head. After the fall, an x-ray prompted revision surgeries on both hips. First surgery took place on (B)(6) 2026 and the second surgery took place on (B)(6) 2026. There was no surgical delay and the case was completed with pinnacle altrx. This report (B)(4) is related to (B)(4). (B)(4) capture the left hip side. (B)(4) capture the right hip side.